Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Agency representative states they were lowering the patient but it felt as if something was restricting the boom. The boom then dropped while the patient was in it, but the patient was not suspended. MDR filed.